Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via health (B)(4) medical devices online database: "e0506 - hemorrhage/bleedingf23 - unexpected medical interventionf05 - delay to treatment/therapya0404 - cracka050401 - fluid leaka26." No other information regarding the event was provided.